Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device was returned. Product analysis will be performed and a supplemental report will be submit once conclusion is obtained.

Event description:
It was reported that a request was made to have data from this implantable cardioverter defibrillator (ICD) analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device recorded a code 1003. The ICD was surgically replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a request was made to have data from this implantable cardioverter defibrillator (ICD) analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device recorded a code 1003. As result, the device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.

Event description:
It was reported that a request was made to have data from this implantable cardioverter defibrillator (ICD) analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device recorded a code 1003. The ICD was surgically replaced and returned for analysis. No additional adverse patient effects were reported.